Manufacturer narrative:
(B)(4). Patient's date of birth: (B)(6).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2014. Patient used sensor beyond 7 days against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.